Manufacturer narrative:
The implant date was obtained through a review of the surgical history previously provided by the physician. Explant and oos date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgical procedure to explant this non working artificial urinary sphincter (aus). It was found that the patient exhibited urethral injury, therefore, all existing aus components were explanted in order to let the patient heal. The patient later underwent a procedure to implant a new aus device. The patient is expected to fully recover.